Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The sample cannot be confirmed for sheath and locator kink as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
Terumo medical corporation received the following reported information: when attempting to insert the locator/insertion sheath assembly into the artery over the guidewire, the locator/insertion sheath assembly was kinked. As the patient was large, there was likely a significant amount of fat present around the puncture site. This may have made it difficult for the assembly to pass through and reach the vessel. The device was not used, and a competitor's closure device (perclose, abbott) was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the competitor's device. The type of procedure was hemostasis. The estimated blood loss was less than 250cc. The procedure before deploying the device was endovascular thrombectomy (evt). The puncture site was the right common femoral artery. There were no other devices or equipment used with the reported product.